Manufacturer narrative:
The distributor reported that the AED will not power on and is displaying a service code for 'error code' that may be caused by a battery depleting due to failure to address red asi. The maintenance schedule is not reported. Review of the log history file revealed the unit entered service in (B)(6) 2020. In (B)(6) 2020 a new battery pack was installed. (B)(6) 2024, the device displayed 'battery low warning' and by the middle of may the battery became complately depleted. On (B)(6) 2024, a new battery pack was installed, the service codes warning was cleared with a manual self-test and the log history file was downloaded. The customer's usage did not contribute to the battery depletion; with the new battery pack the AED is ok to remain in service. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.

Event description:
An international distributor reported their customer's AED would not power on, but it powered on with a spare battery. They reported this did not occur during patient use.